Manufacturer narrative:
This device was used for treatment, not diagnosis. UDI#(B)(4). Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a standard surgical technique insertion of reconstruction screws into the a2fn femoral nail it was noted that the 2 x 3.2mm guide wires were not passing through the nail holes but rather anterior to the nail. The insertion handle, aiming arm and trocar assembly had been tested for alignment prior to insertion into the patient and the 3.2mm wires passed through the center of the nail holes as it should. The whole nail was extracted and tested again for alignment outside of the patient, the nail was firmly secured to the insertion handle and the guide wires passed through the center of the reconstruction holes in the nail using the aiming arm and trocar assembly. Upon re-insertion of the nail it was found that the 3.2mm wire passed through the nail when in a direct horizontal plane relative to the floor. Upon trying to achieve better ante-version of the guide wires up into the center of the femoral neck the nail insertion handle and aiming arm assembly were rotated downward towards the floor. The surgeon was sure surgeons that there was no significant soft tissue tension on the trocar assembly from the soft tissue incision they had created in the proximal lateral femur for entry of the trocar assembly although it was noted that this incision was slightly anterior to the direct lateral plane of the femur. The surgeon did tend to hold the carbon fiber aiming arm distally to rotate the nail around rather than utilizing the stainless steel aiming arm portion of the assembled jig to rotate the nail despite sales rep recommendations otherwise. Despite several attempts to pass the wires through the nail they continually missed the nail anteriorly when inserting into the more anteverted position into the femoral head/neck. The decision was made by the surgeon to remove the a2fn implants and implant a pfna nail instead. This went ahead without incident until during distal locking one of the short 4.2mm drill bits (part 03.010.104 - lot number unknown) had its tip broken while drilling through the circular distal nail hole. The drill tip fragment was deemed irretrievable so it was left insitu in the patient. The distal locking was completed using the other slotted distal screw hole with one 5.0mm distal locking bolt making up the construct. This delayed the surgery for 60 more minutes until new method of fixation chosen. At day one post-op, no further adverse reports received regarding this patient's recovery at this stage. Concomitant parts reported: 1x aiming arm 03.010.350 lot. 7681275, 1x insertion handle 03.010.351 lot. 3589850, 1x protection sleeve 03.010.353 lot. 80000787, 1x drill sleeve 03.010.354 lot. 3459693. This report is 1 of 3 for (B)(4).